Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed that the sensor did not have cannula after removal from body. The customer¿s blood glucose level was 98 mg/dl at the time of incident. Customer confirmed that there was no cannula on adhesive. Customer stated that it was easy to remove needle like always and they removed it straight up. The customer also reported that the sensor cannula was bent. The sensor will not be returned for analysis.